Event description:
An everest inflation device was used during a procedure. The everest inflation device was removed from packaging per IFU with no issues. The device was prepped per IFU with no issues. The everest was connected to a balloon and the balloon was in the patient when the issue occurred. During inflation the needle of the gauge did not move and then suddenly jumped to 6 atms when attempting to continue inflation. No patient injury is reported.